Event description:
It was reported that the customer has issue with introducer, would not go in. No adverse events or patient harm. No other information was provided. 03/14/2024 - the sample returned for evaluation exhibited deformation on the dilator sheath.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of difficulty during insertion of a microintroducer is confirmed, but the exact cause could not be determined. Two 5.0 fr microintroducers were returned for evaluation. An initial visual observation showed blood use residues along each returned microintroducer. The tip of the dilator sheath of sample 2 appeared deformed upon the return of the devices. A microscopic observation revealed sample 2 had deformation completely around the distal dilator sheath tip. No sheath tip deformation was observed along sample 1. The sheath tip transition radius of sample 1 was measured to be within its drawing specifications. Because sample 2 exhibited deformation along the entire distal sheath tip and sample 1 was within drawing specifications with no observed deformation, the complaint of difficult microintroducer insertion is confirmed but the root cause could not be determined. This complaint will be recorded for future trending and monitoring purposes. H3 other text : evaluation findings are in section h.11.